Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The event that was initially submitted on report MFR-0002023141 - 2019 -00250 - 1 on jun 14, 2019 no longer meet the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on additional information received from the customer. So this would no longer be a reportable event and no further submission will be needed for this device malfunction where a death and or serious injury was not reportedly associated with this event. No reported issue for dental implant. This event is not a complaint. The following sections have been updated: UDI: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number k011028 / k013227.

Event description:
It was reported that the doctor was unable to place the implant into the osteotomy due to the implant failing to achieve primary stability.